Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a transseptal tavr procedure with a 29mm sapien 3 valve in the mitral position, during deployment with the first 29mm s3 valve, there was reported difficulty in valve alignment with pulling the balloon inside the valve. The first valve appeared to be between the markers prior to being deployed however, the valve was not coaxially aligned. The perceived root cause of the valve alignment difficulty is unknown. The balloon of the commander delivery system came off the sapien stent and shifted ventricular. This in turn did not allow the atrial side of the sapien stent to expand, while the ventricular side did fully expand. The balloon was deflated and repositioned atrially to attempt to expand the atrial side of the sapien. During this inflation, the valve embolized ventricular. The operators inflated the valve and pulled it back to the surgical valve posts (it would go no further) it stayed in place while the second valve was prepped. The team placed the second valve buttressed to the first and inflated the second valve landing the second valve 20% atrial and 80% ventricular. There was no leak and a mitral valve gradient of 2mmhg. There was mild left ventricle outflow tract (lvot) obstruction, aortic valve gradient 12mmhg.. The patient left the room awake, following commands and was in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Section h6: component code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An imaging evaluation was unable to be performed as the provided 3mensio imagery was deemed not applicable to the reported complaint event. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing, therefore a manufacturing non-conformance was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Additionally, a review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, "during deployment with first 29mm s3 valve, the balloon of the delivery system came off the sapien stent and shifted ventricular, this in turn did not allow the atrial side of the sapien stent to expand, while the ventricular side did fully expand." It was additionally reported that the presumed root cause for the valve mispositioning was "possibly due to the valve was not centered on the balloon markers and we couldn't achieve coaxial alignment due to the mitral location". Per training manual, "before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker". The training manual additionally instructs users to verify flex tip is on triple marker to "ensure stability of delivery system during transcatheter heart valve (thv) deployment" and "slow inflation during initial deployment may help with stability of the delivery system and thv during deployment". Failure to follow instructions can result in improper deployment. Due to the valve not properly aligned between valve alignment markers, the balloon may have inflated distally, causing the thv to expand asymmetrically and led to the movement into the ventricle. However, without applicable procedural imagery, a definitive root cause is unable to be determined. As such, available information suggests that procedural factors (misaligned valve on inflation balloon prior to deployment) may have contributed to the complaint event. As reported, "there was some difficulty pulling the balloon inside the valve" and "the alignment issue was resolved by assisting the team in re-setting the catheter removing any tension and returning the catheter to the original setting". It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. The exact cause of tension is unknown; however, possible sources are a tortuous anatomy or altered balloon profile affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in instructions for use (IFU) materials or leaving residual fluid in the balloon after de-airing. Attempts to align valve over inflation balloon in these conditions can lead to the valve catching onto balloon material and contributing to the valve alignment difficulties reported. If valve alignment was performed in a non-straight section of vasculature which can cause the valve to become unseated (non-coaxial placement of valve). If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (high alignment forces, tension build-up) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No device or labeling problem was identified during the evaluation. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.